Manufacturer narrative:
(B)(6). (B)(4). The complainant did not indicate if the device is or is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted transgastric to the pancreas to treat a pancreatic walled off necrosis (won) during a drainage procedure performed on (B)(6) 2019. Reportedly, the won contained 35% necrosis and had maximum diameter of 15.1 centimeters as of (B)(6) 2019. According to the complainant, post procedure at a stent removal/reintervention visit on (B)(6) 2019 it was noted that there was no drainage from the axios stent and there was necroses at the inlet. The remaining necrosum was removed with a roth net. Reportedly, the hot axios stent was dislodged by passing necrosum and was removed with a snare. Another hot axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: the stent was intended to be placed to treat a cyst with less than 70% liquid content; however, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >=6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall.